Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed the alarm appeared regularly in yellow, but it did not show up in red, which the department preferred. To resolve the issue, the fse changed the alarm configuration on all monitors in the department. After configuration switch from yellow to red, the unit operated to the customer's preferred specification. The device remains at the customer site.

Event description:
It was reported the blood pressure alarm rings only once and then it silences even if the value is out of range. The blood pressure alarm was not set as serious (red) but only as yellow. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the blood pressure alarm rings only once and then it silences even if the value is out of range. It is unknown if the device was in use at time of event, and there was no adverse event reported.